Event description:
It was reported to boston scientific corporation on 07/17/2009 that a zero tip nitinol stone retrieval basket was to be used for a transuretheral lithotripsy (tul) procedure performed on (B)(6) 2009. According to the complainant, resistance was felt and the retrieval basket would not open when tested prior to the procedure. Upon closer inspection, the outer sheath was found to be flaking approximately 10 cm from the handle. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info received a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between this device and the cause for this event. (B)(4).